Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial (ra) lead failed to capture following placement in the atrium. Despite multiple attempts, capture was only achieved at a high threshold. The ra lead was not used and replaced with an epicardial lead. The patient was in stable condition.